Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn:m365sc2317500, model:sc-2317-50, serial:(B)(6), batch:7076630.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances and lead spinal cord stimulation (scs) lead migration. Lead migration was not confirmed with imaging. Attempted to program around impedances on the dorsal column lead, however unable to achieve good coverage. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively, and the explanted devices will not be returned per facility policy.